Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) ranged from 40 mg/dl to the 200 mg/dl range; cause of the low bg was unknown. Customer consumed glucose tabs and a sandwich to address low bg. Reportedly, the pump supplies were changed to address the occlusion issue. Reportedly, customer continued to use the pump for insulin therapy.